Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies followed by a loss of lock. External equipment was exchanged. However, the problem was not resolved. Revision surgery was scheduled to revise the patient's device.